Event description:
Additional information was provided regarding a patient¿s call repeating therapy concerns: the patient reports constant shaking even with therapy turned on, initially suspected external equipment, and the agent reviewed general external equipment function; the patient then expressed concerns about the implantation quality and stated there is no noticeable difference in therapy when the ins battery reaches 100%; the patient was redirected to the managing hcp for further evaluation, has an appointment scheduled more than a month away, and requested that a company representative be invited to that visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va11v8m); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is dissatisfied with their newest implanted device since they got it, they think it is not working. Patient said they think the doctor screwed them up at surgery because after surgery their arm was going completely numb and their hand was numb at night. Patient said that has since resolved itself. Patient also stated they were told their implant would only have to recharge their implant once a week but they have to recharge 2-3 times a week, they are down to 30% and they recharge to 100%. Also, they are displeased because they are shaking as much as if they didn't have dbs. Later in the call patient said, they were not sure but their symptoms may be better than if they didn't even have it at all. Reviewed some general dbs information, recharging information and asked patient if they have access to other groups. Patient said they have groups a b c d but the doctor has told them ever since they got this 10 years ago, patient has a lead that was either not hooked up or died and that's why they put it in that category, a or c never in d or b. Redirected to their doctor. Reviewed the potential to have a rep present at an appointment. Patient said they have an appointment in (B)(6) with dr (B)(6) and will call and ask them if they could coordinate a rep to be at the appointment. The patient's relevant medical history included patient said they know it is a disease and they will have it forever but they would like some clue if it were working, this is the 3rd time their battery was replaced.